Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited low out of range impedance measurements for its non boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.